Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance. No adverse patient effects were reported. Additional information was obtained; this lead was capped due to intermittent noise signals.